Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer's parent reported via phone call indicating that the customer experienced high blood glucose of 400 to 500 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The caller stated that the customer was hospitalized for the flu but they did not give the time of admission to the emergency room. The customer did not mention any form of treatment for their blood glucose levels. The customer had a doctor's appointment and the mother stated that they will call back at a later time to troubleshoot their insulin pump.